Event description:
Resident sponsor transporting resident through outside gazebo area. The front spokes on resident's wheelchair shattered. Both front wheels were involved. Resident was thrown forward from wheelchair. All spokes on both wheels were in small pieces and found up to 10 feet from where incident occurred. Wheelchair had been inspected in may 2007 and no issues with any part of chair had been noticed or reported to date of incident. Dates of use: unk to 2007.